Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/21/2014 with the following findings: pump retuned with visible moisture in display lens. Pump has audible and vibratory features but the display screen remains blank and does not go to the verify screen. The pump black box/histories could not be downloaded. No damage observed to the display lens. Damage to the pump case was observed between upper right corner near the display lens and the case seal. Pump fails leak test to damage to the pump case. Removed pump cover; internal moisture damage confirmed in the pump. Unable to complete required test steps 10, 11, 13 and 30 due to moisture damage in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. It was alleged that there was moisture ingress and the display lens was damaged. Reportedly, the pump had been exposed to salt water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.